Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the sheath, the staff encountered issues with fixing the dilator into the sheath. Additionally, the side port was kinked at the connection to the sheath and it looked downward and touched the patient table several times. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012445949. Visual inspection of the handle area revealed that the tip of the sheath was intact with no anomalies, but a kink was identified on the side port tube. During functional testing, the native dilator was inserted into the sheath and retracted multiple times without friction. However, the native dilator could not be snap-locked to the sheath and was not secure. A performance test using a uson leak tester was conducted. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.121 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was -0.00257 psig and in an acceptable range. In conclusion, the reported side port kink was confirmed through testing and the sheath failed the returned product inspection due to a side port kink and damaged luer locking mechanism. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.